Event description:
The manufacturer sales representative reported that the device overheated following a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device results. H3 other text : device not returned

Event description:
The manufacturer sales representative reported that the device overheated following a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.